Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced difficulty delivering insulin after a supply change with a steel contact detach set, noted air in the cartridge, and subsequently completed a full supply change after guidance; later, the user reported elevated glucose after a large lunch when a meal announcement was likely not entered, with a highest blood glucose of 299 mg/dl and no use of backup therapy, ketone testing, or medical intervention. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included interviews and analysis of information provided by the user, along with guidance to perform a fill tubing, assess flow, and change the site if needed, and review of synced app reports indicating a missed meal announcement. Investigation of this case revealed leakage or seal issues associated with the reservoir and improper or incorrect procedure or method, in the context of a missed meal announcement. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.